Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure due to normal elective replacement indicator (eri). Upon interrogation of the device, it was observed that the right ventricular lead impedance had risen significantly and had an upward trend that started since (B)(6) 2020. The lead's capture threshold also rose significantly and exhibited an upward trend. The physician then implanted a leadless pacemaker and turned off the old pacemaker system. The lead and old pacemaker system were left in situ. The patient was in stable condition.